Event description:
It was reported that the right ventricular lead was capped due to noise. The patient had no side effects from the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.